Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-4862. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored. It is unknown which lead was replaced, therefore both leads are being reported.